Manufacturer narrative:
Date received from MFR: 22nov2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the air inlet filter to address and correct this reported issue. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The root cause could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06sep2019.

Event description:
The customer reported a ventilator with a circuit issue. This event was reported as having occurred during clinical use - there was no harm associated with this report.